Event description:
It was reported that the patient is having extreme and constant pain. Patient is limping and wants to know if her implant has been recalled.

Manufacturer narrative:
New product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5515-f-402, triathlon ps fem component, cemented, lot code: flwz. Cat. No.: 5532-g-309, triathlon ps x3 tibial insert, lot code: mknkwn. Cat. No.: 5520-b-300, triathlon prim tib baseplate - cemented, lot code: gnjt. Cat. No.: 6191-1-001, simplex p full dose 1 pack, lot code: rls188. An event regarding pain and limping involving a triathlon patella was reported. The event was not confirmed. Device evaluation not performed because the device was not returned. A device history review indicated all devices accepted into final stock met specification. There have been no other events for the reported lot. No further investigation for this event is possible at this time.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient is having extreme and constant pain. Patient is limping and wants to know if her implant has been recalled.